Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('gen. Abnormal. Bleed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhoea"), dyspareunia ("dyspareunia"), migraine ("migraine") and back pain ("back pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed. At the time of the report, the device dislocation, genital haemorrhage, headache, pelvic pain, abdominal pain, menorrhagia, dysmenorrhoea, dyspareunia, hormone level abnormal, migraine and back pain outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: 2011. On (B)(6) 2019: pfs received: case upgraded to incident. Unspecified event "injury to herself" was updated to more specific events: abdominal pain, pelvic pain, genital bleeding, dysmennorhea (cramping), dyspareunia, back pain, menorrhagia, migration, hormonal changes, migraine, headaches. Patient demographic added, essure indication updated. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.